Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at basketball practice and walked over to the couch. She felt hypoglycemic, and her dexcom reading showed 162 mg/dl. During this time, she did not take a bg. She sat down and ate some oranges that her coach provided. After that, she passed out and had a seizure. Then, paramedics came with the help of her coach and provided IV treatment. When paramedics checked her bg, it turned out to be 27 mg/dl, while her dexcom was still showing 162 mg/dl. After the IV was provided, they did not check another bgm. But her dexcom was still showing 162 mg/dl. After the treatment the patient regained consciousness. Paramedics did not bring the patient to the hospital. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid was taken upon arrival of the paramedics. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.